Event description:
It was reported that the tip of the burr detached. A 2.15mm rotalink burr was selected for use. During preparation, it was noted that the tip of the burr detached when unpacked and could not be used in the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient is stable.

Event description:
It was reported that the tip of the burr detached. A 2.15mm rotalink burr was selected for use. During preparation, it was noted that the tip of the burr detached when unpacked and could not be used in the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device found that the burr catheter handshake connection could not be retrieved within the housing. In order to inspect the handshake connection, the burr housing was dismantled. It was found that the coil was kinked and stretched at the handshake connection, and that the sheath was kinked. The handshake connection was unable to be retrieved due to the damage to the coil and sheath.